Event description:
A nurse manager reported that the equipment displayed a system message and locked during a cataract with intraocular lens (iol) implant procedure. There was no harm to the pt and the case was able to be completed with another system.

Manufacturer narrative:
A company rep examined the system and reinstalled the software. No event log was received for confirmation of the reported event. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).